Event description:
This freedom driver was not supporting a patient. The customer reported that the freedom driver exhibited a fault alarm when the onboard battery was inserted into the driver. The customer also reported that he used two different batteries and the alarm occurred with both batteries. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, it would not prevent the freedom driver from performing its life-sustaining functions because the freedom driver has a redundant source of power and can be connected to external wall power. The freedom driver and onboard batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.